Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and continuous audible alarm. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint could not be reproduced during evaluation. The device will be serviced, cleaned, calibrated and tested before returning to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and continuous audible alarm. The device was not in patient use when the reported event occurred.